Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2021 explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for fecal incontinence; "trail" start date is (B)(6) 2021. It was reported by the advanced evaluation¿patient that they took some pain medication. No further complications were reported at this time. Additional information was received from the patient. They reported that their lead may have moved or may have dislodged.